Event description:
According to the report, bioglue was used to seal air leaks from an incomplete fissure after lung lobectomy. Three days after the procedure, the patient has an air fistula and some bleeding in her chest tubes and was reoperated on. During surgery, a large pulmonary necrosis surrounding the bioglue "patched" area was found. This area was removed and the patient is now doing well.

Manufacturer narrative:
The manufacturer's investigation into the reported event is ongoing. Any additional information will be provided in the follow-up report.